Event description:
It was reported that the patient had inappropriate shocks due to p and t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There were some untreated events stored due to the same oversensing. The patient was asleep at the time of the events. The sensing vector was programmed to the primary vector. An x-ray was taken and it confirmed that the device is implanted relatively anterior. The clinic reprogramed the sensing vector to the secondary vector and programmed the smart pass feature back on. Another inappropriate shock occurred. The smart pass programmed itself off again after some undersensing. The doctor elected to program the therapy off for now and will consider a repositioning procedure for the system. There were no additional adverse patient effects. The system remains implanted.